Event description:
There is a hole in the middle port of the exactamix 500 ml eva container. There have been 5 bags in a row with the same problem and all with the same lot number. This lot number is not part of the recalled lots in october 2018. The issue was discovered before any patient involvement. Dates of use: (B)(6) 2018.